Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that at one point felt as though a belt was around waist and felt as though stimulation was attacking rib cage. The device was flipped upside down and they had to surgically fix it. Patient stated not the ins but the other things. Patient could not confirm or clarify but stated it has been fixed. A manufacturer representative got the settings going again down legs. Furthermore, patient clarified that after the initial implant, when the device was turned on by rep, he felt the stimulation went into a rib cage and grasped it like a belt tightening. A week later, they did a revision surgery to place the device correctly. When asked which devices and what exact dates, patient stated he does not remember but it was sometime after the implant. Patient was asked for the implant date and he stated he doesn't remember much but everything was fixed back then, after the surgery. Patient was asked what their weight was at the time of the event and they stated the same as it is these days, around (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s ins was put in upside down. The patient also reported that the implant was ¿choking¿ them after it was implanted. The patient reported that the ins was replaced and put in the right way. No further complications are anticipated.